Event description:
It was reported that the sterile water could not be drained from the foley catheter during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water could not be drained from the foley catheter during pretest.

Manufacturer narrative:
The reported event was confirmed - cause unknown. Received only catheter with balloon was still slightly inflated. Using lab syringe, the remaining water was attempted to remove from the catheter. However, the catheter was not able to deflate. Dissected the affected catheter and observed no blockage in the lumen. Inspected the inflation valve part of the catheter and observed no abnormality. Observed no salt accumulation in the catheter. Hence, the exact cause of how and when problem occurred could not be determined. The reported event is confirmed as unknown cause. A potential root cause for this failure could be due to user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage), thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [ t he bladder/urethra may be injure d 2. Ap plicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously , the bladder and urethra may be damag ed. [Contraindications] 1. Method f or use: (1) do not reuse. (2) do not resterilize. (3) be caref ul that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as wh ite petrolatum and animal oils). [Th ey may damage the device and may burst balloon.] (4) do not ho ld the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloo n r emoval or failure to deflate or remo ve the balloon.] 2. Applicable patients (1) do not use in pati ents who are or have been allergic to natural rubber latex shape, configuration and principle s b ardia biocath foley catheter is a balloon catheter. The re are different type variations, fo r example, 2way and 3way products. Some may include a syringe prefilled with sterile water and a water sol uble lubricant as an accessory. <material> balloon catheter: natural rubber latex <sizes of catheters> avai lab le in sizes 12 to 26 every 2fr 1. B alloon catheter 2 2. Accessories 2. Accessories syringe prefi syringe prefilled with sterile waterlled with sterile water water water--soluble lubricant soluble lubricant ( (neither of them neither of them may be included in some product variations.)may be included in some product variations.) [Intended use & effect [intended use & effect-- efficacy]efficacy] this dev this deviceice isis designed to be placed in the bladesigned to be placed in the bladder for the purpose of urinary drainage and dder for the purpose of urinary drainage and bladder irrigatiobladder irrigationn.. [ [directions for usedirections for use]] 1. 1. Method of usemethod of use the device is intended for single use only and is not reusable. The device is intended for single use only and is not reusable. ( (1)1) cleanse the area around the external urethralcleanse the area around the external urethral memeatus with the cotton balls atus with the cotton balls immersed immersed in the antisepticsin the antiseptics.. ( (2)2) lubricate lubricate the distal end of the the distal end of the cathetcatheter with waterer with water--soluble lubricant.soluble lubricant. ( (3)3) insert catheter into the urethral meatus and advance it until the balloon enters the insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out throubladder and urine flows out through gh the catheter. Using a needlethe catheter. Using a needle--less syless syringe, ringe, infuse the specified volume of sterile water into the iinfuse the specified volume of sterile water into the inflation lumen to inflate the nflation lumen to inflate the balloon.balloon. ( (4)4) pull catheter to seat the balloon at the level of the bladder neck and secure pull catheter to seat the balloon at the level of the bladder neck and secure placement.placement. ( (5)5) to deflate balloon to deflate balloon andand remove catheter, insertremove catheter, insert a luera luer tiptip (needleless) syringe in the (needleless) syringe in the inflation valve to allow the waterinflation valve to allow the water to to drain spontaneously. After balloon deflation, drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered.withdraw the catheter while confirming that no resistance is encountered. Inflation valve inflation valve irrigation irrigation funnelfunnel drainage drainage funnelfunnel inflation funnel inflation funnel balloon balloon <cross section of <cross section of cathecatheterter>> drainage drainage lumenlumen irrigation lumen irrigation lumen inflation lumen inflation lumen cap cap 3 2. 2. Precautions for useprecautions for use (1) when rewhen resissistance is encountered in inserting catance is encountered in inserting catheter, stop the procedure and theter, stop the procedure and remove the catheter.remove the catheter. (2) when deflawhen deflating balloon, do not aspirate with a syringe.ting balloon, do not aspirate with a syringe. [The inflation lumen for [the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon deflation may be occluded by negative pressure, and as a result the cathetercatheter cacannot be removed.]nnot be removed.] (3) when inserting catwhen inserting catheter with a stylet, confirm that the stylet has reached the theter with a stylet, confirm that the stylet has reached the tip of ip of the catheter, and make sure to keep the stylet in place inside the catheter during the catheter, and make sure to keep the stylet in place inside the catheter during insertion.insertion. (4) no substance except sterile water should be used to infno substance except sterile water should be used to inflatlate the balloon.e the balloon. (5) do not wipe catheter do not wipe catheter surface with organic solvents such as alcohol.surface with organic solvents such as alcohol. (6) do not aspiratedo not aspirate urine through drainage funnel wall.urine through drainage funnel wall. (7) since movement of the body, etc. May twist or bend catheter to cause occlusion, since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the cathetcare should be taken to fix the catheter ER securely.securely. (8) when urinary flow cannot bwhen urinary flow cannot be noted, confirm that the catheter is neither occluded nor e noted, confirm that the catheter is neither occluded nor brobroken.ken. (9) when irrigating, open the cap of when irrigating, open the cap of irrigation funnelirrigation funnel and attach irrigation line or tube and attach irrigation line or tube ununder aseptic technique. After use, close the cap. Der aseptic technique. After use, close the cap. [Precau [precautiotions]ns] 1. 1. Precautions for use precautions for use (exercise(exercise caution when using the device in the followicaution when using the device in the following ng patientspatients)) ( (1)1) exercise caution when using the device in patients with high urinary calcium levels exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage maas encrustation on the balloon surface, catheter occlusion or damage may oy occur.ccur. 2. Important precautions 2. Important precautions ( (1)1) when catheter is inadvertently removed, inspect the balloon anwhen catheter is inadvertently removed, inspect the balloon and shaft of catheter d shaft of catheter for rupture, defect, etc. Before inserting a new catheter.for rupture, defect, etc. Before inserting a new catheter. ( (2)2) when when any part ofany part of thethe balloon and/or the catheterballoon and/or the catheter is missing,is missing, consider reconsider removmoving ing them using a cystoscope.them using a cystoscope. ( (3)3) whewhen it is difficult to remove catheter by deflating the balloon it is difficult to remove catheter by deflating the balloonn,, take appropriate take appropriate measures according to the measures according to the section section ""troubleshootingtroubleshooting"".. <troubleshooting> <troubleshooting> when it is difficult to remove catheter by deflating the balloon when it is difficult to remove catheter by deflating the balloon (ex(expressed as pressed as "removal"removal--difficult case" difficult case" hereinafter), take appropriate measures according to the follohereinafter), take appropriate measures according to the following wing procedures.procedures. The following two methods are available for removal the following two methods are available for removal--difficult cases.difficult cases. A. Non a. Non--rupture method (sterile water is withdrawn without bursting thrupture method (sterile water is withdrawn without bursting the be balloon.)alloon.) B. Balloon b. Balloon--rupture methodrupture method w with balloonith balloon--rupture method, fragments of the ruptured balloon rupture method, fragments of the ruptured balloon maymay remain in the remain in the bladder. Therefore, try nonbladder. Therefore, try non--rupture method first.rupture method first. A. Non a. Non--rupture methodrupture method 1) 1) attach luer tip syringe to the attach luer tip syringe to the inflationinflation valve. Inject an addvalve. Inject an additiitional amount of sterile onal amount of sterile water into thwater into the inflation lumen and pump the plunger.e inflation lumen and pump the plunger. 2) 2) if situationif situation wouldwouldn't be improved with 1), n't be improved with 1), sever the inflation funnel of valve. (Fig. 1) sever the inflation funnel of valve. (Fig. 1) 4 fig. 1 3) if situation wouldn't be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment may not be drawn into the urethra. (Fig. 2) fig. 2 4) if situation wouldn't be improved with 3), insert a needle into the inflation lumen and pump the plunger. (Fig.3) fig. 3 5) if situation wouldn't be improved with 4), insert a fine steel wire through the inflation lumen of catheter. (Fig.4) fig. 4 b. Balloon-rupture method 1) inject 100-200ml/cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water or 10-15 ml/cc of mineral oil into the balloon through the inflation lumen with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. (Fig. 5) fig. 5 2) if situation wouldn't be improved with 1), attempt following procedures. Mineral oil 5 a) a) under the radioscopic observation, infuse a contrast mediuunder the radioscopic observation, infuse a contrast medium into the bladder, m into the bladder, and burst the balloon by suprapubic puncture of the bladder.and burst the balloon by suprapubic puncture of the bladder. (Fig.(fig.66)) fig. 6 fig. 6 b) b) in male patients, burst the balloon by puncture within male patients, burst the balloon by puncture with a a needle from the perineal needle from the perineal (or suprapu(or suprapubic) region or tbic) region or through the rectumhrough the rectum under ultrasonographic guidaunder ultrasonographic guidancence. . (Fig. 7(fig. 7)) fig. 7 fig. 7 c) c) in female patients, burst the balloon by insertion of a nein female patients, burst the balloon by insertion of a needle along the urethra. Edle along the urethra. (Fig.(fig.88)) fig. 8 fig. 8 3. 3. Malfunction and advermalfunction and adverse se eventsevents (1) (1) malfunctionmalfunction - - catheter kicatheter kinking, damage, rupturenking, damage, rupture - - difficulty or failure to remove the ddifficulty or failure to remove the deviceevice - - occlusion of catheter inner lumensocclusion of catheter inner lumens - - encrustationencrustation - - accidental removal of the device due to leakage of sterile water or balloon rupture accidental removal of the device due to leakage of sterile water or balloon rupture - - device ddevice damaamage due to inappropriate usege due to inappropriate use 6 ( (2) adve2) adverse eventsrse events - - urinaryurinary--tract infectiontract infection - - hemorrhage, hematuriahemorrhage, hematuria - - allergy reaction to the deviceallergy reaction to the device - - calculus formation calculus formation - - edemaedema - - painpain - - discomfortdiscomfort - - injury of bladder or injury of bladder or urethralurethral - - urethritis, urinary incontinenceurethritis, urinary incontinence - - retaretaineined balloon fragmentsd balloon fragments [storage method [storage method and expiration date]and expiration date] 1. Storagestorage store in a dry, cool place away store in a dry, cool place away from heat, from heat, moisturemoisture, and direct sunlight, and direct sunlight.. 2. Expiration dateexpiration date indicated on the direct package and the outer box. Indicated on the direct package and the outer box. [Name and address of [name and address of thethe mmaarketing arketing authorizauthorizatiotionn holder and manufacturer]holder and manufacturer] licensed licensed marketing approval holder: medicon inc.marketing approval holder: medicon inc. Foreign manufacturer: foreign manufacturer: c.r. Bard, inc.c.r. Bard, inc. Country of manufacturer: country of manufacturer: usausa contact: contact: 01200120--036036--541(customer service)541(customer service) b baarrdd, , bardiabardia and biocath and biocath areare trtrademarks and/or ademarks and/or registeregistered trademarkred trademarks of c.r.bard, incs of c.r.bard, inc.. Copyright copyright c.r.bard, inc. All rights reserved.c.r.bard, inc. All rights reserved." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.